Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fails accuracy during testing. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, tamper seals were intact. There was no evidence of the error recorded in the event history log. The reported problem was duplicated/verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The investigation found inaccurate delivery to be cause of the reported issue. The root cause was unknown. It was recommended to have the expulsor assembly replaced as corrective action. Product is beyond 6 years from manufacture date of 2016-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.